Event description:
Later healthcare professional reported "rupture" and "exchange of textured device due to patient's concern with product". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.